Event description:
The customer called for help with his meter. While troubleshooting, he performed a control test and received a result of 205 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.

Manufacturer narrative:
The remaining test strips received by the qa lab were used, so it was not possible to test. Performance of the customer's meter was satisfactory using iqa retention reagent.